Event description:
It was initially reported that a vns patient underwent generator and lead replacement surgery due to unknown reason. Additional information was received from the area representative indicating the patient had generator replacement due to end of service of the device. However, a lead fracture was found during the battery revision and the lead was partially removed and replaced. It is was unknown if patient manipulation or trauma contributed to the event. No x-rays were taken of the patient and the explanted devices were discarded after surgery. No further information was known by either the treating neurologist or surgeon.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.